Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of a loose 1ml syringe next to a blister pack from batch 8324752 (p/n 309628) was received and evaluated. It was observed the from rib of the stopper appeared to be deformed and bowed backwards, which was rejectable per product specification. Potential root cause for the deformed stopper defect could not be determined based on the evidence provided. It was unclear if the stopper was improperly molded or assembled incorrectly. A physical sample is necessary for a more thorough evaluation. Since root cause could not be defined, no corrective actions are necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok" tip plunger stopper was deformed/defective. The following information was provided by the initial reporter, translated from french to english: "I would like to declare an incident that happens regularly with the syringes ll 1ml ref 309628: the plunger deforms and does not allow the precise reading of the volume to be taken. Batch number concerned: 8324752"